Event description:
There was an allegation of questionable results for one patient from the cobas integra 400 plus. The initial calcium result was 7.6mg/dl, and the repeat result was 9.9 mg/dl. The initial chloride result was 97 mmol/l, and the repeat result was 112 mmol/l. The initial creatinine result was 1.0 mg/dl, and the repeat result was 0.8 mg/dl. The initial lipase result was lipase 86 u/l, and the repeat result was 26 u/l. The initial sodium result was 132 mmol/l, and the repeat result was 145 mmol/l. The initial total protein result was 5.5 g/dl, and the repeat result was 7.6 g/dl. The initial total bilirubin result was 2.1 mg/dl, and the repeat result was 0.2 mg/dl. The initial alt result was 6223 u/l with a data flag. The repeat results were 31 u/l and 31 u/l. The initial ast result was 6458 u/l with a data flag. The repeat results were 26 u/l and 25 u/l. A new sample was drawn from the patient, and the alt result was 29 u/l. The ast result was 24 u/l. These results were believed to be correct for the patient.

Manufacturer narrative:
The alt reagent lot number was 84777201. The ast reagent lot number was 86337701. The expiration dates were not provided. No other reagent lot numbers with expiration dates were provided.